Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the physician attempted to implant a right ventricular lead, but the helix would not extend. It was also noted that there were increased impedance results. The lead was removed and replaced. No patient complications have been reported as a result of this event.